Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the onboard battery either did not charge or did not hold the charge. The customer also reported that the onboard battery had an illuminated charge indicator light when in the battery charger, but it did not have an illuminated charge indicator light when it was not in the battery charger. The customer also reported that the patient put the onboard battery into his freedom driver and when the patient removed the second battery from the freedom driver, the freedom driver stopped. The customer also reported that the patient quickly put the second battery back into the freedom driver and it immediately restarted. The customer also reported that the patient's onboard battery was exchanged. There was no reported patient impact. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom onboard battery was returned to syncardia for evaluation. The reported fault condition was verified during investigation testing; the onboard battery would not charge or provide power output. The root cause of the customer-reported issue was that the output of the onboard battery had been permanently disabled. There was no indication in the system management bus (smbus) data of why this may have occurred. The likely cause was an over-current event wherein the onboard battery terminals were shorted and the output was instantly faulted by the afe safety monitor circuitry without logging the event. Freedom driver system guidebook for patients and caregivers section 5 precautions and recommendations - caution failure to adhere to the precautions and recommendations listed below may cause the freedom driver system to malfunction or not perform the life-sustaining functions as designed. Recommendation state "it is recommended that the freedom driver have at least two sources of power to operate. Plug in the freedom driver to an external power source when replacing onboard battery. If connection to external power is not available, make sure to promptly insert another charged onboard battery into the freedom driver." This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that the onboard battery either did not charge or did not hold the charge. The customer also reported that the onboard battery had an illuminated charge indicator light when in the battery charger, but it did not have an illuminated charge indicator light when it was not in the battery charger. The customer also reported that the patient put the onboard battery into his freedom driver and when the patient removed the second battery from the freedom driver, the freedom driver stopped. The customer also reported that the patient quickly put the second battery back into the freedom driver and it immediately restarted. The customer also reported that the patient's onboard battery was exchanged. There was no reported patient impact.